Event description:
The customer reported to beckman coulter (bec) that they were obtaining differential backgrounds high on the coulter lh 780 hematology analyzer. Beckman coulter field service (fse) was dispatched to the customer site for this event and reported that less than 10 ml of liquid had leaked from a pinhole in the green striped tubing to the middle port of the differential mixing chamber. The leak was contained within the instrument. While on site, the fse indicated that the differential background failed. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Upon inspection of the instrument, the fse found that the differential backgrounds were high due to a pinhole in green stripe tubing to middle port of mixing chamber. Per the fse, the leak had caused clenz buildup to coat the entire mixing chamber top. The fse replaced the differential mixing chamber and associated tubing. The leak was caused by the pinhole in the green stripe tubing to middle port of the mixing chamber. (B)(4).